Event description:
Surgeon was unable to achieve desirable compression with construct engaged. Hardware remained in patient. Surgeon placed auxiliary guidewires over dorsal portion to achieve additional stability.